Event description:
The iab was inserted into the pt post coronary artery bypass surgeryon 3/27/97. On 3/28/97 after iabp for about 18 hrs, blood was noted in the helium line and all the way back to the safety disk with no apparent warning. The iab was removed. No second was inserted. As a result of the event, the pt blood pressure dropped. The contact stated that the pt went on to expire three days later from a pulmonary embolis not associated with the balloon event. Event complications: the pt blood pressure dropped - rpt'd 4/1/97. Pt current status: expired - rpt'd 4/1/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.